Event description:
It was reported that the device's power cable was frayed, possibly causing ac shock; accessible (ac) power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet.

Manufacturer narrative:
The device evaluation was completed and it was determined to be experiencing cosmetic damage, which is not reportable. The executive summary and section h codes have been updated to reflect these changes.

Event description:
It was reported that the device's power cable was frayed causing cosmetic damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.